Manufacturer narrative:
Concomitant medical devices: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
Information was received from the health care provider (hcp) via manufacturing representative, regarding a (B)(6) female patient receiving intrathecal morphine (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for failed back surgery syndrome and non-malignant pain. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015 during a routine pump replacement for normal battery depletion, the hcp could not/would not disconnect catheter (connector of 8709sc) from old pump, and had to cut and we replaced the proximal end with a 8578 kit. Troubleshooting was indicated as tried to pinch and pull off. The issue was reported as resolved. The patient status at the time of this report was "alive- no injury." It was noted that nothing happened to the patient. If additional information is received this report will be updated.

Manufacturer narrative:
Analysis of the catheter revealed difficulty removing or disconnecting the sutureless connector (sc) catheter from the pump led to the explant. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.